Manufacturer narrative:
No samples were returned to mfg qa for eval and no add'l, related info was provided, therefore, the customer reported event(s) of vacuum/suction issue was not confirmed. A review of the complaint class, suction loss during treatment, for this system for the previous 12 months showed no other complaints. Without further info the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A customer reported the device stopped the flap cutting process at 80% completion with a vacuum error. The customer performed vacuum testing and then recut the flap with the same thickness. No pt harm was reported, however, the surgeon has declined to provide any further info.